Manufacturer narrative:
Sanofi company comment dated 01-sep-2021: this case involves a female patient who was couldn¿t walk after injection of synvisc. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions and clinical course precludes comprehensive case assessment.

Event description:
Couldn't walk [unable to walk] . Localized pain [pain localised] . Case narrative: initial information received on 26-aug-2021 from united states regarding an unsolicited valid serious case received from a other health professional. This case involves an adult patient who experienced couldn't walk and localized pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included chlorhexidine gluconate, isopropanol (chloraprep). On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml), dosage, route, frequency unknown (with an unknown batch number) for unknown indication. The information regarding lot number was requested. On the same day, after unknown latency, the patient had localized pain (pain) and couldn't walk (gait inability). This event of gait inability was leading to disability as patient exited facility using a wheel chair. Action taken: unknown. Corrective treatment: wheel chair for couldn't walk and not reported for other. At time of reporting, the outcome was unknown for the event localized pain and was unknown for the event couldn't walk. Product technical complaint (ptc) was initiated with global ptc number 100156166 on 07-sep-2021 for product. Batch number; unknown; sample status: not available. The investigation was in process. Additional information was received on 07-sep-2021 from healthcare professional. Global ptc number, formulation and strength were added. Text was amended accordingly.

Event description:
Couldn't walk [unable to walk]. Localized pain [pain localised]. Case narrative: initial information received on 26-aug-2021 from united states regarding an unsolicited valid serious case received from a other health professional. This case involves an adult patient who experienced couldn't walk and localized pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included chlorhexidine gluconate, isopropanol (chloraprep). On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml), dosage, route, frequency unknown (with an unknown batch number) for unknown indication. The information regarding lot number was requested. On the same day, after unknown latency, the patient had localized pain (pain) and couldn't walk (gait inability). This event of gait inability was leading to disability as patient exited facility using a wheel chair. Action taken: unknown. Corrective treatment: wheel chair for couldn't walk and not reported for other. At time of reporting, the outcome was unknown for the event localized pain and was unknown for the event couldn't walk. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 26-aug-2021 for product. Batch number; unknown sample status: not available the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: (B)(6) 2021 with summary code as no assessment possible. Additional information was received on 07-sep-2021 from healthcare professional. Global ptc number, formulation and strength were added. Text was amended accordingly. Additional information was received on 23-sep-2021 from healthcare professional. Ptc results were added. Text was amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 23-sep-2021: the follow up information received does not change previous case assessment. This case involves a female patient who was couldn¿t walk after injection of synvisc. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions and clinical course precludes comprehensive case assessment.

Manufacturer narrative:
Sanofi company comment dated 01-sep-2021: this case involves a female patient who was couldn¿t walk after injection of synvisc. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, further information regarding any family history and any relevant medical history of patient, any concurrent conditions and clinical course precludes comprehensive case assessment.

Event description:
Couldn't walk [unable to walk], localized pain [pain localised]. Case narrative: initial information received on 26-aug-2021 from united states regarding an unsolicited valid serious case received from a other health professional. This case involves an adult patient who experienced couldn't walk and localized pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included chlorhexidine gluconate, isopropanol (chloraprep). On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection dosage, route, frequency unknown (with an unknown batch number) for unknown indication. The information regarding lot number was requested. On the same day, after unknown latency, the patient had localized pain (pain) and couldn't walk (gait inability). This event of gait inability was leading to disability as patient exited facility using a wheel chair. Action taken: unknown. Corrective treatment: wheel chair for couldn't walk and not reported for other. At time of reporting, the outcome was unknown for the event localized pain and was unknown for the event couldn't walk.